Event description:
It was reported that the patient¿s stimulator had quit working in one of the settings. The a setting quit working but the b and c settings were still working. The b and c settings did not work as effectively as the a setting. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 377660, lot# v007204, implanted: 2006-(B)(6), product type: lead. Product ID: 377660, lot# v004325, implanted: 2006-(B)(6), product type: lead. (B)(4).